Event description:
Reporter stated that a patient capillary sample was tested, using the suspect device, with a result of " hi" (> 600 mg/dl). Reporter indicated that a venous sample, obtained from the same patient 5 minutes later, measured 197 mg/dl in the facility's lab. Quality control testing had reportedly been performed on the system and the results fell within exceptable range. Technical support requested the return of the suspect device; however, reporter declined. No product was returned to the manufacturer for evaluation.